Manufacturer narrative:
Patient age, gender, and weight are unknown. It was reported the patient was (B)(6) old. The event revealed by the investigation of catheter broken. Visual evaluation of the returned complaint device revealed damage to the c-channel, which created a jagged edge in the section of the catheter that may be inserted into the patient. In addition, the balloon was found to be present on the catheter and within specification. Functional testing was performed and the balloon inflated with no issues. Based on the condition of the returned incident device, the complaint that the balloon was missing was not confirmed. The damage noted to the catheter of the device may be due to excessive force used in removing the guidewire from the c-channel during preparation. Based on this information, the most probable root cause for this complaint is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that an extractor rx retrieval balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010 (patient age, gender, and weight are unknown). According to the complainant, during preparation, the balloon portion of the device was found to be missing. No additional damage was noted by the complainant, however evaluation of the returned device by the investigation site revealed the wire lumen to be damaged. Based on the investigation findings, this is now a reportable event. The procedure was completed with another extractor rx retrieval balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.